Event description:
The reporter stated that she had gotten the er1 message numerous times. She said that she would clean the meter and retest, getting a number value. She stated that she knows how to use the color chart on the test strip bottle for reference.